Event description:
The head broke off the stem of the pip implant during impaction. A part of the device was pushed out of the bone but it was not able to be entirely removed. This event increased the time of surgery by 15 minutes. Additional clinical info was requested; but not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.